Event description:
It was reported that the patient underwent a sling procedure on 05/02/2006. The patient was catheterized for three days and was hospitalized for an extra two days after the surgery. At two days postoperative, the patient complained of chills, hot, drawn skin on face, and no energy. The patient saw the physician on 05/08/206 and a bladder infection was diagnosed. Macrobid was prescribed twice a day for ten days and the patient is now fine.

Manufacturer narrative:
Date sent to the FDA: 06/14/2006. H-6 conclusion code 78: this event is almost surely related to either anesthesia or presence of the beginnings of a urinary tract infection that was ultimately treated. The device in itself would not cause the complaints presented here.